Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), lot #: unknown, ubd: unknown, UDI #: unknown. This event took place in (B)(6). System service was performed. The representative took calibration of 2d and tested without metal, using carbon table. The image quality was good. No other products have been returned to medtronic for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system couldn't take x-rays. This was reported outside of a procedure. There was no patient involved. Additional information was received. It was reported that at present, the system could be exposed but the images would have dark zones when there was empty exposure. It was noted that there may have been some calibration of images to resolve the issue. Additional information was received. It was reported that 2d calibration resolved the issue.

Event description:
It was reported that the 2d calibration was done at the time manufacturer representative was on site to checkout the system.

Manufacturer narrative:
B5: additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.